Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the sensor detached from the sensor base during insertion. The customer's blood glucose was 90 mg/dl at the time of incident. Troubleshooting reviewed insertion technique with the customer and customer was advised that the sensor would be replaced and to return the product for analysis.